Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) certainâ® gold-titeâ® hexed screw (iunihg) and one (1) certain bellatek titanium abutment 4.1mm (iedat4) were reported as the abutment not seating and the screws loosening. However, the products were not returned, so visual evaluation could not be performed. Functional testing to recreate the reported event could not be performed due to the nature of the devices & events. No pre-existing conditions are known as no per was received. The customer did not provide images. However, they did provide an x-ray. Upon evaluation of the x-ray, there appears to be a gap between the implant and the restorative component, suggesting that the restorative component is not seated all the way. Appropriate documents were reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported events. DHR review was completed for the subject lot number (8755609-1). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and 1 other relevant complaint was identified, (B)(4). Investigation has yet to be completed and results are not available at this time. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, the reported event and malfunctions could not be verified for loosening as the products were not returned. However, the x-ray was able to confirm that the abutment was unable to fully sit on the implant.

Event description:
It was reported that abutment appears to not be seated and screw keeps coming loose. Rep does not have the dates of screw replacement or tightening. The patient will return to the surgeon for evaluation of possible damage to the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.